Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found; (B)(4): the full lead was returned and analyzed. Analysis findings found that the helix disengaged from helical channel; the inner tubing kinked/buckled; blood was noted in/on helix/lobe mechanism (sleeve head) and blood in/on helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.

Event description:
It was reported that the system was oversensing due to a lead dislodgement. It was further reported that the patient did not receive a full energy shock and the lead had low impedance. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the system was oversensing due to a lead dislodgement. It was further reported that the patient did not receive a full energy shock and the lead had low impedance. The lead and device were explanted and replaced. The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event. It was reported that the system was oversensing due to a lead dislodgement. It was further reported that the patient did not receive a full energy shock and the lead had low impedance. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.